Manufacturer narrative:
The reported repeat-frame failure could not be reproduced; root cause is undetermined and the complaint is unconfirmed. The investigation of the returned catheter showed that the manual pullback was smooth, purge succeeded, and vld was visible at the tip indicating no fiber breaks. A kink was noted 450 mm from the green cone, but bench and phantom pullbacks produced clear images and no repeated frames.

Event description:
The catheter did not pullback. All frames in the entire pb were repeat frames. When the catheter was removed from the body, there were no visible kinks or fracture. The lens was in the correct location, and still very bright, pim. Replaced with new catheter, same lot#, and rebooted system. 2nd catheter worked appropriately. Catheter is being returned rga # 0503. Obtained logs and oct pullbacks from case.